Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2015 stating that the patient¿s health care provider (hcp) alleged the patient experienced hyperglycemia with ketones while on insulin pump therapy. Details regarding the patient¿s blood glucose measurement were not reported. The hcp reported that the hyperglycemia was not reversed with change of infusion sets, infusion sites or cartridges. The patient reportedly continued with hyperglycemia after the use of prefilled insulin pens. No allegation of a pump malfunction was made; however, an investigation of the pump was requested by the reporter to ensure that there are no issues with the functionality of the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy that was not resolved by conventional intervention.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2015 with the following findings: review of the black box data revealed the last basal delivery was made on (B)(6) 2015 at 03:47 and the last bolus delivery was recorded as (B)(6) 2015 at 03:49. A warning recorded on (B)(6) 2015 at 15:50 indicates the user attempted to edit one of the basal segments, but did not ¿save¿ it. It then appears the pump experienced a loss of prime at 15:53 and the user acknowledged the loss of prime warning at 15:56. According to the black box data, the pump was not powered off until sometime after 12:00 on (B)(6) 2015 and deliveries were resumed on (B)(6) 2015. The total daily dose amounts correctly reflect the programmed basal rate target. On investigation, ez-prime was successfully performed. The pump was exercised for 24 hours; no errors, alarms or warnings occurred during the investigation. The pump was found to be delivering accurately and within the required specifications without malfunction.